Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported inability to communicate was confirmed in the laboratory and was due to low battery voltage. Based on all available parameter and usage information, device longevity was found to be within expected limits. No reason was found for why the battery had depleted to below eol. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for why the battery had depleted to below eol.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated in clinic. Earlier the same month, the patient noticed increase in fluid retention in abdomen and lower extremities, with intermittent shortness of breath. Another programmer was used and however the issue still persisted. The last merlin.net transmission on (B)(6) 2016 showed device longevity of 3.7 years. Premature battery depletion was suspected. Device was explanted and replaced. The patient's condition during and after the device replacement procedure was stable. There were no adverse complications associated with the device replacement procedure and the patient was discharged home the next morning in stable condition.